Event description:
The customer reported that the images were "too bad, operation stopped." This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
The customer canceled the service call.